Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) with medial proximal tibial plate was applied to surgery for tibial plateau fracture. During the procedure, the surgeon tried to apply torque to a screw. However, the tip of the screw driver could not be inserted into the recess of the screw deeply, thus, torque could not be applied. Another screw driver was readily available and was used to continue the surgery. The surgery was completed successfully with no delay. There was no adverse consequence to the patient; patient outcome is stable. Concomitant devices: trauma screw (part: unknown, lot: unknown, quantity: 1). This report is for a stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: manufacturing location: supplier-universal punch. Inspected, packaged and released by: monument; release to warehouse date: december 15, 2017; part number: 314.116, stardrive screwdriver shaft qc/t15, lot number:h423995 (non-sterile); lot quantity (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Certificate of compliance received from universal punch dated december 07, 2017 and certificate of tests received from carpenter technology corporation dated july 07, 2016 were reviewed and determined to be conforming. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil. Selected flow: 2. Device interaction/functional - unable to assemble: nrm. Visual inspection: the distal tip of the returned screwdriver is badly worn, and the corners are rounded. Additionally, are black abrasions visible. The shafts and couplings are in used condition with some slight scratches. Functional test: the complaint condition can be replicated and is confirmed. Due the damages at the tip, the screwdriver cannot be connecting properly to the matching screws. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: the manufacturing documents has shown, that the part met all inspection acceptance criteria. Furthermore, the raw material certificate was reviewed and determined to be conforming. Summary: the complaint condition is confirmed due to the damages on the device. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. Unfortunately, we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, we can assume that this product was an often and intensive used instrument. We suppose that the bad condition of the device before surgery in combination with a mechanical overload situation during use could lead to the damages. In general, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.